Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 78 mg/dl (system 1) and 480's mg/dl (system 2). Readings occurred with two different vial's of test strips. The lot number was not provided. Return of the suspect device was requested for evaluation.